Manufacturer narrative:
(2026). Surgical intervention for voiding dysfunction after water vapor thermal therapy: 3 cases from our institution. Op-0540-03.

Event description:
It was reported to boston scientific via an article presented on the 133rd annual meeting of the japanese urological association, that a retrospective study was conducted to assess required re-operation, after a water vapor thermal therapy procedure using rezum to treat benign prostatic hyperplasia. Data from patients that underwent rezum therapy from 01june2024 to 30july2025 at 1 institution in japan indicated that 3 patients required re-operation. Case 2 was a 70s male who underwent rezum therapy. However, his voiding dysfunction persisted. Cystoscopy revealed a bladder neck contracture. This patient underwent transurethral resection, which improved the patient's subjective feeling, urinary flow did not improve significantly. This suggested that the patient had a concurrent neurogenic bladder.